Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a representative (rep) regarding the patient. It was reported that the cause of the power on reset (por) was an overdischarge. The rep stated that it was unknown if the por was due to low voltage. They reported they performed a "slow charge" to get to the normal charge screen and then reset the clock with the clinician programmer. The rep did not know the patient's weight. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. There was a power on reset (por). Technical services reviewed por information. The rep could not troubleshoot due to lack of access to the product. It was unknown when the event began. There were no patient symptoms reported and no complications reported.